Event description:
The customer reported a ventilator touchscreen was unresponsive. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer reported to have calibrated the touchscreen and the issue was repaired. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.